Event description:
Healthcare professional reported right side ruptured implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth broken on posterior side assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Wear abrasion observed on the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.